Manufacturer narrative:
Device evaluation by MFR.: a mustang 5.0 x 120, 135cm was returned for analysis. Blood was in the balloon which was indicative of leak. The returned device was loaded onto a mandrel and attached to an encore inflation unit. Positive pressure was applied, and a pinhole leak was identified in the centre of the balloon. No other issues were noted. A visual and microscopic examination of the balloon material identified no other issues. A visual and microscopic examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 05aug2020. It was reported that balloon leak occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 5.0 x 120, 135cm mustang balloon catheter was advanced for post-dilatation. However, after dilatation, angiography image showed leaking of contrast agent. The procedure was completed with another of the same device. No patient complications were reported and the patient condition was fine. However, returned device analysis revealed balloon pinhole.